Event description:
Fractured sprint fidelis rv ICD lead. Patient was found to have a fracture of the left (sub-pulmonary) ventricle lead. Leads and ICD sent back to manufacturer.what was the original intended procedure?explant ICD and leads and re-implant new.